Manufacturer narrative:
D4 primary UDI number was revised. D9 device was returned and date received was added. E1 zip code extension was added as it was omitted from the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned.

Manufacturer narrative:
H6 investigation findings and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the aic console was undetermined due to no product returned.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported intermittent console alarms stating ¿impella position in aorta.¿ alarms were noted to self-resolve within seconds to a few minutes without intervention. At present time, device is functioning appropriately. Waveforms flows, and overall console parameters appear adequate and within expected range. No active alarms observed during assessment. Patient observed sitting out of bed to chair, resting comfortably without apparent distress or clinical issues. Earlier today, physician performed pocus evaluation confirming appropriate device position. No repositioning was required at that time. Formal echo was recommended for further evaluation. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.